Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that prior to starting a vitrectomy procedure a system message was displayed when connecting the probe to the system. The customer contacted technical services. It was advised to use the second module light ports. The surgery was initiated and completed as planned. There was no patient involvement. Additional information has been requested and received.

Manufacturer narrative:
Additional information has been provided. A tabletop illuminator and a lamp were received for evaluation. A visual assessment of the returned illuminator module revealed no obvious nonconformity. However, a visual evaluation of the lamp revealed a loose bulb seating in the insulation. The sample lamp was installed into the sample illuminator and installed into a calibrated system for functional testing. The two samples were found to meet specifications. The manufacturer was able to replicate the reported event but sample testing found the replaced parts to meet specifications, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer reported that the system displayed system message (sm) - [illuminator ballast temperature is high. The lamp will be turned off if the temperature continues to rise] after connecting an illuminator probe prior to a procedure. The nurse acknowledged the sm, but the sm continued to appear. The planned procedures were completed using the auxiliary illuminator. The company service representative examined the system and was able to replicate the sm. The illuminator module was replaced. The illuminator printed circuit board (pcb) was replaced as a preventive measure. The system was then tested and met all product specifications. The system was manufactured on december 10, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming illuminator module. The manufacturer internal reference number is: (B)(4).